Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Corrosion was noted on the reamer after a procedure was completed. The reamer was not used, there was no patient injury and no delay in procedure.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur under possible adverse effects, number. (B)(4). Visual inspection of the spherical cutter evidenced corrosion and pitting, stains, and wear on the cutting blades; this would indicate high usage of the instrument. The complaint is confirmed. A definitive root cause cannot be determined.